Event description:
The customer reported being admitted as an inpatient for medical treatment due to his low blood glucose of 18mg/dl. The customer stated that he was asleep when his glucose level was so low and the paramedics were called. The customer believes he over worked that day and it was very hot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.